Event description:
The electrode was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned in two segments; the proximal segment measured approximately 326 millimeters (mm), the total length measured approximately 451 millimeters (mm). Analysis confirmed the electrode had fractured. Detailed analysis of the fracture site determined the fracture was due to cyclic fatigue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements. The pocket was opened to assess the device and electrode connection. Upon opening the incision it was found the electrode had fractured. This electrode was explanted and successfully replaced. No additional adverse patient effects were reported.